Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was crossed with a 6f guiding, unknown wire and pre-dilated with a 2.5x15 semi compliant balloon catheter, a 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion. After trying multiple times, it was still failed to cross, and the shaft was broken. The device was removed, and a non-boston scientific stent was used to complete the procedure. No patient complications were reported, and the patient was stable post-procedure.